Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an angioplasty treatment procedure a guide wire fracture occurred. The 182cm pt graphix guide wire was being removed from the sheath when a fracture occurred at the radiopaque markerband. The procedure was completed with another of the same device. This occurred outside of the patient, no patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: device was received separated in two sections. A visual inspection was performed and the device returned fractured in two sections. Measurements were taken and all of them were according to specifications. The returned device was sent for external analysis to determine the fracture failure mode. The lab returned the following results: initially, separation of the external tube occurred due to a bending overload with a tension overload followed by a separation of a inner wire by a fatigue event. Failure site on both samples exhibited the same failure mode with corresponding characteristics suggesting a match between them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for an angioplasty treatment procedure, a guide wire fracture occurred. The 182cm pt graphix guide wire was being removed from the sheath when a fracture occurred at the radiopaque markerband. The procedure was completed with another of the same device. This occurred outside of the patient, no patient complications were reported and the patient's status is stable.